Manufacturer narrative:
Device evaluation: one suspect used device was received for evaluation. The device was visually examined and complaint confirmed, the hub was detached from the introducer. The device history record was reviewed with no related exceptions noted. The complaint data base was reviewed and found one similar complaint for this lot of product dated 09/2006. Physical examination under 15x magnification shows sheath and hub having molding impressions indicating correct positioning during the molding process. Unable to determine root cause. We will continue to monitor complaint data for this failure mode. Evaluation, method: other, the device history record was reviewed, complaint data base was reviewed. Results: catheter.

Event description:
The customer reported that after percutaneous access into the jugular vein, the complainant reported that the hub of the introducer detached while removing the .018" guide wire with coaxial inner dilator. Another guide wire was inserted and the remaining portion of the introducer was removed from the pt with a snare. No harm or injury reported.